Event description:
It was reported that patient presented in the emergency room after receiving several inappropriate high voltage therapies. The recorded episodes were for atrial flutter with rapid ventricular rate. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.